Manufacturer narrative:
Hardware low level failures alarm confirmed in the insulin pump history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm.. Customer's blood glucose level was 435 mg/dl. The customer experienced the nausea and vomiting like symptoms related to the high blood glucose. The customer stated that insulin pump had hardware low level failure alarm. The customer was treated with the syringe. The insulin pump will be returned for the analysis.